Manufacturer narrative:
An evaluation of the reported event could not be completed due to lack of patient and case information to be able to request medical records and/or imaging. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. It is unknown if the devices remain implanted in the patient. The devices were not returned; therefore, a device evaluation cannot be completed. Lot information was not provided; therefore, manufacturing review was unable to be performed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
Per mw5078892 patient had a type 3 endoleak of an afx device. Patient and case information were not provided. No additional event information is available.